Manufacturer narrative:
Pump was received with a blank display, problem isolated to pcb2. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify unresponsive keypad due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the customer called as the insulin pump was going through 3 batteries the past week. The customer stated that the battery did not last more than 1 week. The customer was not calling back after previously completing low battery troubleshooting within 1 week. The customer was advised to refer to the back-up plan as per the healthcare professional¿s instructions. No harm requiring medical intervention was reported. The device will be returned for analysis.